Manufacturer narrative:
A full analysis of the data logs has been performed, this analysis concluded that the warning message has been triggered due to the fact that the error values of the initial points e1 and e2 are between the fine threshold and the highest threshold. The robot behaves as expected, it informed the user that the registration is not optimal in order to encourage him to pay particular attention during the verification step and to restart registration if necessary. After the warning message, the user performed the verification to ensure that the registration was satisfying. It is the correct workflow in this situation. The surgery was resumed without further issues.

Event description:
The field service engineer was informed by email from the surgeon, that he did a biopsy on friday. He registered the initial points and had only 1 orange point. The automatic registration went without problems. After the automatic registration rosanna showed the message, a big difference on the registration was detected, register again or check the registration carefully. The second registration brought the same message. The optical checking of the landmarks was accepted and the biopsy was taken without any problems.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4)..

Event description:
The field service engineer was informed by email from the surgeon, that he did a biopsy on friday. He registered the initial points and had only 1 orange point. The automatic registration went without problems. After the automatic registration rosanna showed the message, a big difference on the registration was detected, register again or check the registration carefully. The second registration brought the same message. The optical checking of the landmarks was accepted and the biopsy was taken without any problems.